Manufacturer narrative:
According to sophysa in-house process, the returned catheter has been analyzed by sophysa quality control laboratory. Visual examination and functional control were performed. During the functional investigation, connected to a monitor it displays error message, sign of a connection fault. The visual inspection revealed a break in microcables on the electronic card, causing the observed fault. To conclude, taking into account the abnormal elongation of the catheter tube, the origin of this incident is an abnormal manipulation causing excessive elongation and having caused the rupture of the cables.

Event description:
The monitor displayed an error message e001 after implantation of the probe.